Event description:
The user facility reported that after storing their automated impella controller (aic) in a box for over one year, there was a battery failure alarm when powered up for first time. There was no patient involvement.

Manufacturer narrative:
The investigation into the automated impella controller (aic) battery failure (red alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show battery failure alarm (and battery 1 and battery 2 communication failure alarms upon boot-up. Prior boot up was 14 months before that, and there were no battery alarms. After console was received in danvers, the issue was reproduced. Inspection of battery packs revealed both batteries fully depleted (led indicators were blank), and batttest diagnostics showed that batteries could no longer be changed due to internal lock-up caused by cell voltages below safety thresholds. During testing, batteries were temporarily replaced with known-good ones, and the investigator was able to charge them. Per the IFU, the console should be stored with its power cord plugged into wall ac outlet, which was not the case for ic9380. The cause of the aic issue was a depleted battery due to user facility technique/use error.